Event description:
Baxter servic center reports leak in cassette of homechoice set used for adp therapy. Leak was indentified by service center when moisture was noted in pneumatic area of returned homechoice device. No patient injury was reported at time of device return.